Event description:
A maintenance coordinator representing a vision institute reported that during yag laser treatment, the power would increase by itself. The procedure was stopped and will be rescheduled. There was no pt harm reported. Additional info has been requested.

Manufacturer narrative:
The company representative examined the system and replaced the attenuator module assembly. The company representative then performed energy calibration and functional testing. The system displayed no variation of the maximum energy. Preventive maintenance was performed. The system was then tested and met product specifications. No samples were returned for evaluation and no additional info was provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).